Event description:
It was reported by the patient that after going through the airport, the device had a power on reset. After being seen in the clinic, the device was interrogated and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. 1 - por for write to locked ram, addr=1148, data=10 on (B)(6)-2012 11:56:59. 1 - patient alert for por on (B)(6)-2012 11:56:59. (B)(4) the actual device was not received for evaluation. We did receive performance data. (B)(4) collected from the device and have analyzed the data. (B)(4) power on reset - power on reset parameters. (B)(4) 1 - por for write to locked ram, addr=1148, data=10 on (B)(6)-2012 11:56:59.1 - patient alert for por on (B)(6)-2012 11:56:59.